Event description:
It was reported that following the implant of a transcatheter valve, the valve dislodged aortic into the sinus of valsalva (sov). Per the physician, the cause of the dislodge was due to patient's anatomy. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. After valve dislodgement, the implant depth on the ncc was -2 mm, and the implant depth on the lcc was -2 mm. As a result of the dislodgement, severe paravalvular leak (pvl) was observed. Subsequently, a second transcatheter valve was inserted; however, the dcs was unable to advance the second valve through the first valve, and the second valve was never deployed. At this point, hypotension occurred, and an aortic rupture and effusion were observed on echocardiogram. Therefore, the system was withdrawn from the patient, and the procedure was converted to open heart surgery. However, the patient's blood pressure did not recover, and the patient died. Per the physician, the cause of death was due to the aortic rupture, and the implant procedure contributed to the death. The physician believed the inflow area of the first valve ruptured the aorta due to the force of the second valve being pushed to cross the first valve. Per the physician, the patient's steep root angle contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.